Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report#1627487-2018-07601; reference MFR. Report#1627487-2018-07603; reference MFR. Report#1627487-2018-07607. It was reported that high impedances were noted on the leads contacts and adequate pain coverage would not be achieved. Surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 4: reference MFR. Report#1627487-2018-07601; reference MFR. Report#1627487-2018-07603; reference MFR. Report#1627487-2018-07607. Additional information identified that surgical intervention was undertaken wherein the leads were explanted and replaced. Reportedly, effective therapy was restored post-operatively.